Event description:
It was reported that " et tubes kinked 15-30 minutes after insertion. The patient experienced shortness of breath and had to be reintubated immediately once it was observed. The surgery was hepatectomy where the donor needed to be re intubated as the rusch ett kinked." Associated complaints: 8040412-2024-00237, 8040412-2024-00238, 8040412-2024-00239 and 8040412-2024-00243.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. As the actual device was not returned, the manufacturing site reports that kink resistance testing was conducted on a sample taken from current production. The sample passed the kink resistance test. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " et tubes kinked 15-30 minutes after insertion. The patient experianced shortness of breath and had to be reintubated immediately once it was observed. The surgery was hepatectomy where the donor needed to be re intubated as the rusch ett kinked." Associated complaints: 8040412-2024-00238, 8040412-2024-00239 and 8040412-2024-00243.